Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The indeflator was connected directly to the balloon and leaked during deflation as seen by the gauge needle pressure decreasing. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another indeflator was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing analysis was performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. It was reported that the indeflator was connected directly to the balloon catheter however leaked during inflation, the gauge needle pressure was noted to be decreasing. Factors that may contribute to leak include, but are not limited to, manufacturing, mishandling, damage, loose connections or procedural technique. Analysis of the returned device was unable to confirm the reported leak. In this case, it is possible that the connection port was not fully connected/tightened resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.